Manufacturer narrative:
An engineer of the local dräger service organization has performed an on-site check of the device. The lc display m14.5 was replaced to resolve the distorted and black screen issue. The piezo alarm and rocker switch assembly were replaced to resolve the alarm system issue. The entire device consists of two functional units, a cockpit facilitating display and user interface and a ventilation unit. A display malfunction may restrict the possibility to interact with the device, to change settings or to observe ventilation parameter in detail. Operation of the ventilation unit is not affected by a display malfunction - the ventilation is ongoing and, the user can observe basic ventilation parameter on the secondary display the ventilation unit is equipped with. A deviation regarding the piezo alarm and rocker switch assembly does not affect the primary alarm system. In case of a deviation concerning the alarm system, the alarm message ¿alarm system failure¿ will be posted with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device suddenly went black during use and the device alarmed for an alarm system malfunction. No patient consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.